Event description:
(B)(4).

Manufacturer narrative:
Neither the rep plastic part nor photos were returned for investigation. Hence its origin could not be identified. In case the peep valve is blocked the fabius will not pass the pre-use test and thus will not be ready to use. If it gets blocked during use the desired pressure may not be built up. The fabius monitors the airway pressure and will then initiate an audible and visible alarm depending on the adjusted alarm limits. A similar piece of plastic will not contaminate the inspiratory path as it can not pass the dosa lime canister. After the removal of the plastic part the fabius was tested according to draeger specifications and passed without findings. Thus it can be excluded that the plastic part originated from the fabius. It was therefore concluded that the fabius had not contributed to the reported event. (B)(4).